Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer was hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident, which affected their heart. The customer was over 300 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. The caller stated the pump over delivered. The customer stated the pump display was blank but the pump was alarming no delivery. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.